Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "the patient underwent emergency intra-aortic balloon counterpulsation + emergency coronary angiography + pci via the right radial artery. The iabp pump was used in the postoperative period. During the use of the iabp pump, the machine alarm repeatedly appeared, suggesting air leakage. After repeated treatment of the machine piping, no air leakage was found, and then another set of intra-aortic balloon counterpulsation catheter and accessories were replaced, the alarm was eliminated, and the machine continued to be used normally". Additional information states that the second catheter that was inserted was inserted using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the patient underwent emergency intra-aortic balloon counterpulsation + emergency coronary angiography + pci via the right radial artery. The iabp pump was used in the postoperative period. During the use of the iabp pump, the machine alarm repeatedly appeared, suggesting air leakage. After repeated treatment of the machine piping, no air leakage was found, and then another set of intra-aortic balloon counterpulsation catheter and accessories were replaced, the alarm was eliminated, and the machine continued to be used normally". Additional information states that the second catheter that was inserted was inserted using the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."